Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia.

Event description:
It was reported that the patient experienced a hypoglycemic event and was taken to the hospital. The patient stated they were unsure if the continuous glucose monitor (cgm) had alerted them for the low glucose level. They stated that their blood sugar dropped (no symptoms provided), and an ambulance picked them up. A blood glucose (bg) reading done by emergency medical services (ems) indicated the patient was at 42 mg/dl; they did not recall what the dexcom cgm was showing or if it had alerted. The patient was taken to the emergency room and was given unspecified treatment to bring their blood sugar back up. They were discharged after an hour and a half. At the time of the report the following day the patient was in good condition. No product or data was provided for investigation. Confirmation of the problem and probable cause could not be determined. No additional patient or event information is available.